Event description:
On (B)(6) 2001, I had bilateral breast augmentation. The plastic surgeon used mentor smooth saline implants, 275cc. I started having atypical symptoms in 2019. Symptoms such as fatigue, body rashes and kidney infections. My pcp and the emergency room prescribed medications for the rash and kidney infections. In 2020, more atypical symptoms occurred. Extreme fatigue and depression which my pcp prescribed medications to treat my depression. Progressively, I was experiencing more symptoms. Brain fog, memory loss, vision loss, foul odor from armpits, kidney infections, joint pain, unexplained bruising, hair loss and shortness of breath are just some symptoms. On (B)(6) 2022, I noticed my right breast had significantly deflated. I went to the emergency room on (B)(6) 2022. Chest x rays were taken. The x rays showed no pleural effusion, lungs well inflated and clear, no edema, heart normal and no significant abnormality with my bones. Since then, I've had MRI's and ultrasounds done on my brain and breasts. The MRI from my brain came back normal. However, the breast MRI shows a category d: extremely dense tissue, prominent lymph nodes; asymmetry with right implant appearing more oval and left implant capsular calcifications. My blood work shows ana is "detected" and "speckled," ruling out some but not all autoimmune diseases. As my health was declining, I decided to have surgery to have both breast implants removed, not replaced. The explant surgery was on (B)(6) 2023 at (B)(6) hospital in (B)(6). The operative note from the surgeon is as follows: preoperative diagnoses: status post breast augmentation with uniglandular saline implants. Left breast capsular contracture. Symptoms that could be consistent with breast implant illness. Postoperative diagnoses: status post breast augmentation with subglandular saline implants. Left breast capsular contracture. 3. Symptoms that could be consistent with breast implant illness. Procedures: left breast total capsulectomy including the implant. Right breast implant removal and subtotal capsulectomy. Indication: she has developed a series of systemic symptoms. She believes her symptoms are consistent with breast implant illness and so has requested removal of the implants. In addition, she has developed capsular contracture of the left breast implant. However, there are some findings consistent with left breast capsular contracture including calcification of the capsule by MRI. Description of procedure: her previous left breast the capsule was indeed thickened and firm with some areas of calcification consistent with capsular contracture. The right breast the capsule appeared to be soft, thin and normal, and without any abnormalities. As it was very thin, the decision was made to incise the capsule and remove the implant. For diagnostic purposes, a subtotal capsulectomy was performed so the capsule could be sent to pathology. The posterior wall of the capsule which was adherent to the muscle was left in situ. The left breast, according to the baker scale, he graded the capsular contracture as baker iii the following is some of the results from pathology: 'left breast capsulectomy with implant: and consists of an apparently intact saline filled breast implant which is partially covered with fibromembranous and fatty tissues measuring 10.5 cm in diameter and displaying focal calcifications "capsule, right: benign breast and fibrous tissue with focal foreign body giant cell reaction to refractile material, consistent with capsule. "Right breast implant and cons. Reference report: mw5115753.